Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the device was returned and analyzed and analysis revealed high battery impedance.

Event description:
It was reported that the patient presented with their pacemaker pacing in vvi65 mode and they were symptomatic. It was also reported that the device may have reached elective replacement indicator prematurely. The device was removed and replaced. No further patient complications have been reported as a result of this event.